Manufacturer narrative:
Follow-up #1: date of submission 10/29/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2013 with the following findings: a review of the black box history showed only one cs 052 alarm on 07/13/2013 at 18:12. The pump was exercised for a 24 hour period with no alarms appearing. An alarm was reproduced for the investigation and the pump did appropriately alert the operator to the issue. The alarm was accurately recorded in pump history. A 10u normal bolus and a 10u audio bolus were performed successfully and both were also accurately recorded in the pump history. The pump cover was removed and no evidence of internal moisture or damage was observed. The complaint was unable to be reproduced during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/ settings issue) issue. It was reported that the pump gave two cs alarms, but the first cs alarm was missing in the alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.